Event description:
On (B)(6) 2006, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient was having difficulty recharging the ipg. The patient stated that even she charges for three hours, the battery is never more than half full. The sales representative sent the patient a new charger in attempts to resolve the issue. On (B)(6) 2010, it was reported that the new charger was unsuccessful. The doctor plans to discuss revising the ipg with the patient.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.